Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However it was noted that a set screw was missing.

Event description:
It was reported that after successful implant of the cardiac resynchronization therapy-defibrillator (crt-d) system the values were measured and a dislocation of the right ventricular (rv) lead was detected. There was ventricular sense (vs) double counting and no capture. After re-opening the pocket and repositioning of the rv lead the doctor tried to connect the lead and it was impossible to fix the pace/sense channel of the rv lead into the device. The screw in the device didn't work as usual; it was impossible to get contact from wrench kit to the screw following several attempts. Therefore, the device was removed and replaced with a new device. The rv lead remains in use. No patient complications have been reported as a result of this event.